Event description:
It was reported that a patient received inappropriate atp therapy. Noise and an insulation damage were noted. The pace/sense portion of the lead was capped and replaced by an abandoned rv lead from primary implant. The patient was fine post-procedure and the noise disappeared.